Event description:
On an unk date, this pt was treated for abdominal aortic aneurysm using a cook device. On an unk date, a type 1 endoleak was discovered. Due to the endoleak, the aneurysm enlarged. On (B)(6) 2013, the pt was hospitalized due to abdominal pain. Four thrombotic areas and an enlarged aorta were detected. By open surgery, right renal artery and partial left renal artery were bypassed to the pelvic artery. Superior mesenteric artery and truncus were clear. To treat the endoleak two conformable gore tag thoracic endoprostheses were implanted. The whole surgery lasted 13 hours. The pt's general condition was fine. On (B)(6) 2013, the pt's general conditions worsened. He had abnormal liver values. The pt was examined by endoscopy. Colon was normal. Due to abnormal renal values, the pt received dialysis. On (B)(6) 2013, the pt died due to multiple organ dysfunction syndrome. This was considered not to be related to the event.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.